Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The events can be detected/prevented in accordance with the following instructions for use: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer stated that the device scope channel was blocked, and the scope was not reprocessed. The customer wiped the outside of the scope with disinfectant, and placed the scope in the yellow bag to indicate it was not cleaned or reprocessed. The device was returned to olympus for evaluation. During the investigation, the technician found a blockage in the biopsy channel but was unable to remove the blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blocked channel, (problem related to reprocessing). There were no reports of patient involvement.